Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11.

Manufacturer narrative:
The proper use of the help and iab fill functions followed by the start key was reviewed to successfully resume therapy, and an explanation was provided on how changes in the patient¿s intrathoracic pressure can trigger this alarm. The guidance was acknowledged.

Event description:
The user contacted the emergency support program line to report a gas loss alarm. No patient harm or adverse clinical impact was reported.